Event description:
It was reported that the patient had a shocking or jolting sensation and heating at the implantable neurostimulator (ins) site. It was noted that the patient fell and broke his stimulator on 2013 (B)(6). The reporter noted the ins shocked the patient and got hot during recharge. It was noted, it burned and even got hot throughout the day. The reporter noted the health care professional examined the patient 2.5 weeks prior to the report. It was further reported that when the patient fell, he broke his back and ¿screwed up his stimulator.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).